Manufacturer narrative:
Concomitant products: the patient's medications include; norvasc, aspirin, atenolol, lexapro, finasteride, hydralazine, zocor and flomax. The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. The root cause of the aortoduodenal fistula could not be determined with the provided information. Additional device implanted and involved in this event: pxc141000/10191346.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2014, follow-up imaging identified an aortoduodenal fistula. The cause of the fistula is reportedly unknown. On (B)(6) 2014, an open abdominal repair was performed whereby all devices were explanted, and an aorto-bi-iliac bypass was performed. The patient tolerated the procedure.